Event description:
FDA medwatch / FDA user facility report # mw 2233020000-2023-8008 received on 01-sep-2023 reported, ¿male infant with complex cardiac disease with new onset hypoxia. Had chest x-ray revealing incidental finding 8.4cm fracture corflo ng tube.¿ the approximate age of device: 8 days. No injury or medical interventions reported. Per additional information received on 05sep2023, the product was an 8fr corflo nasogastric tube. An upper gastrointestinal endoscopy was performed to remove 8.4 cm fractured tube from the stomach. A clog was identified in the tube. The patient¿s status was reported as ¿patient still admitted for underlying disease with replacement ng tube being utilized.¿

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A root cause could not be determined. All information reasonably known as of 19 sep 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.